Event description:
The user reported experiencing headaches and a burning throat when working with cidex plus. The user reported that she feels that the area where the cidex plus is used in "not well ventilated" and she is not provided with any personal protective equipment (ppe). The user reported that she went to the doctor, but she was not prescribed any treatment. She reported that the doctor recommended that she take an over-the-counter (otc) medication such as advil or tylenol to manager her headache. The user described the feeling in her throat as feeling like the "skin was stripped off with a knife". The user verbalized that the building where the office is a "very old building" and that the customer, the dentist, that she works for is "set in his ways" so she does not believe that he will change how they process items. It was explained to the user that there are ways to improve the ventilation in a given room without requiring major construction, such as ppe or some kinds of hoods. Offered to provide the user with additional information and the customer agreed. Attempted to contact the user to provide the requested information and the user was not available.

Manufacturer narrative:
Per cidex plus instructions for use: "use only in well-ventilated areas...vapor is irritating to the respiratory tract, causing stinging sensations in the nose and throat. May cause bleeding from the nose, coughing, chest discomfort, and tightness, difficulty breathing, and headache."